Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath separation because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The likely root cause is the user attempted to withdraw the sheath in the face of resistance from tortuosity in the brachial artery. The r2p instructions for use (IFU) was reviewed, and it states: "caution: while inserting or withdrawing, if resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the r2p destination sheath broke into two pieces when trying to remove it. The distal portion of the sheath had to be surgically removed from the brachial artery. The procedure for the patient was peripheral radial to peripheral (r2p). The estimated blood loss was less than 250cc. Additional information was received on 12aug2024: the patient was on the following medications at the time of the procedure: xarelto, plavix, metformin, lisinopril, flexoril. The patient condition was fine pre-procedure. There was no spasm leading up to the event. The patient was stable.

Manufacturer narrative:
A1: patient identifier: requested, mrn provided. A3b: gender: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: vascular surgeon. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.